Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction injection was administered to address the bg. During troubleshooting with technical support, the malfunction alarm was cleared. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.